Manufacturer narrative:
The customer was provided with a replacement glidescope titanium lopro t4 blade, and the blade used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned blade and was able to duplicate the reported image issue. It was found that when the attached video cable was manipulated near the blade, the image would disappear. Further evaluation of the blades connector showed that pin number one (1) was corroded. A follow up call was made by a verathon complaints specialist to gather additional information on the customers sterilization methods. The customer stated that they use a steris machine to sterilize their blades, however, additional details about sterilization duration and/or chemicals used is not known by the reporter. The customer was informed that there was corrosion found on their blades connector pins, and that it could be caused by use of a non-approved cleaner or connecting the blade to a video cable when moisture is still present in the connector. The customer was also advised to ensure their connector was free of moisture prior to use and to use hospital air if needed to blow out the connector prior to use. Since the customer received a replacement, the returned blade was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t4 blade, the image would disappear intermittently. The procedure was completed with another titanium lopro t4 blade, which was made available within five (5) minutes. No harm to the patient or user was reported.